Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer reported that the half height drawer required maintenance and that there were no lights on the circuit board. The device was powered down and back up, but the drawer did not respond. The customer then manually released the drawer and verified that all cubies were closed, but this did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 had a failed pyxibus module control board, which caused drawers 2.1 and 2.2 to display as not detected on the bus and prevented the station from powering on when drawer 2.1 was connected. A field service engineer isolated the issue by testing each drawer connection and replaced the drawer 2.1 pyxibus module control board, after which the station powered on successfully and all functions operated without issue. The system functioned as intended after the field service engineer resolved the issue.